Event description:
A customer reported the system's fan was making a noise and the system shut down on its own during a procedure. The procedure was completed using the same system and accessories. There was no impact to the patient.

Manufacturer narrative:
The company rep examined the system and could not duplicate the power down issue reported. The company rep replaced a halogen lamp that was out, which is not related to the reported event. It was noted that the system was plugged into a power strip before the system shut down. According to the system operator's manual, the system power cord is a medical grade power cord with the least leakage current per foot rating available. Extension of the power cord by hospital staff is not recommended. The system was then tested and met all product specifications. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).